Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent hyperglycemia with repeated high glucose alerts while using the ilet with a dexcom g7, including a fingerstick blood glucose up to 440 mg/dl and continued elevated readings despite fasting; the user performed an infusion set change and later reported improvement as glucose trended down to 222 mg/dl. Symptoms included hyperglycemia with fatigue and feeling jumpy. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.